Event description:
Investigation was unable to determine which of the leads migrated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray confirmed that one of the leads had migrated. As such, surgical intervention took place on (B)(6) 2024 wherein the lead was repositioned to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4), serial: (B)(6), batch:a000155408. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.